Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09aug2019. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the power management board (pm pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Normal operation of the machine after maintenance.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a main alarm failure. There was no patient involvement.